Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: date of event. Additional information: concomitant med prod data, imdrf annex a, g, b, c, d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of possible inaccurate delivery was not confirmed reviewing the data and no malfunction devices were provided for testing. The external and internal inspection could not be performed as the suspect syringe modules and pcu were not received for investigation. However, the facility provided a description of the event issue and a logs event (limited detail/information) of the suspect devices. No laboratory testing was able to be performed on the reported devices as they were not returned for investigation. The syringe module and pcu event logs were received via email to ascertain programming details associated with the alleged incident on (B)(6) 2025. The facility reported an interoperability infusion on the syringe programmed with the drug ceftazidime. The reported issue was a possible inaccurate rate as the customer sent an order rate = 1.13 ml/h and they observed a rate of 1.32 ml/h. The facility also questioned why the syringe module was calculating a volume of 5.27 ml, when the syringe volume should be 5.5 ml. Bd interoperability team finding two order messages with acknowledgements were successfully retrieved from the server, confirming that interoperability was used to program the device. Unfortunately, they reported status messages (such as those indicating changes like pump rate adjustments) were no longer available, as they had already been purged from the system. The next analysis was performed with the log event of the pcu (s/n: (B)(6)) on (B)(6) 2025 and (B)(6) 2025. From 10:49:59 pm ¿ 10:50:49 pm on (B)(6) 2025 the suspect syringe module was programming by remote IV an infusion with the drug ID = 45 (suspect to be ceftazidime); drug amount = 180 mg, diluent volume = 4.5 ml, patient weight = 3.628 kg and dose = 49.6141 kg/h/mg. Rate = 1.125 ml/h and volume to be infused (vtbi) = 4.92 ml; primary volume infused (pvi) = 38.4402 ml (from previous infusions). The infusion lasted four and a half hours and infused 4.92 ml. At 5:54:03 am on (B)(6) 2025 the suspect syringe module was programming by remote IV an infusion with the drug ID = 45 (suspect to be ceftazidime); drug amount = 180 mg, diluent volume = 4.5 ml, patient weight = 3.628 kg and dose = 49.6141 kg/h/mg. Rate = 1.3175 ml/h and vtbi = 5.27 ml; pvi = 43.3602 ml. The infusion lasted three (3) hours and infused 4.3806 ml. From 9:14:05 to 9:14:15 am the infusion was manually reprogrammed to rate of 1.13 ml/h and vtbi of 0.8932 ml; pvi = 47.7408 ml; th infusion lasted forty-five minutes and infused 0.8894 ml. Bd alaris system user manual (v12.3), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, gloves) is enclosed or caught in the pump module door. The alaris system manual (v12.3) has information regarding interoperability: interoperability is designed to help automate existing manual workflows with regard to programming infusions on the pump and syringe modules. Interoperability refers to the ability of the system pump module and syringe module to: receive infusion order parameters from a third-party system for pre-population. This may be referred to as an automated programming request. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported that possible inaccurate delivery cannot be determined from the provided logs and data. There were no devices returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the while reading a report sent to the customer, they were questioning why the rate of 1.32 is different than the ordered rate of 1.13ml/hr of ceftazidime. There was patient involvement, but no harm. Per preliminary finding by the interoperability team: "1. Infusion ceftazidime 40 mg/ml started on syringe module (B)(6) on (B)(6) 2025 @ 22:49:58 50 mg/kg=180 mg in 4.5ml with a rate of 1.13 ml/hr over a 4 hr duration then acknowledged and accepted on (B)(6) 2025 @ 22:49:59. 2. Infusion ceftazidime 40 mg/ml started on syringe module (B)(6) on (B)(6) 2025 @ 05:54:01 50 mg/kg=180 mg in 4.5ml with a rate of 1.13 ml/hr over a 4 hr duration then acknowledged and accepted on (B)(6) 2025 @ 05:54:02." The customer also had the question of: "are we able to determine if there was a reason that the volume shows as 5.27ml? That volumes compared to the ordered volume is the difference in rate."

Event description:
It was reported that the while reading a report sent to the customer, they were questioning why the rate of 1.32 is different than the ordered rate of 1.13ml/hr of ceftazidime. There was patient involvement, but no harm. Per preliminary finding by the interoperability team: "1. Infusion ceftazidime 40 mg/ml started on syringe module (B)(6) on (B)(6) 2025 @ 22:49:58 50 mg/kg=180 mg in 4.5ml with a rate of 1.13 ml/hr over a 4 hr duration then acknowledged and accepted on (B)(6) 2025 @ 22:49:59. 2. Infusion ceftazidime 40 mg/ml started on syringe module (B)(6) on (B)(6) 2025 @ 05:54:01 50 mg/kg=180 mg in 4.5ml with a rate of 1.13 ml/hr over a 4 hr duration then acknowledged and accepted on (B)(6) 2025 @ 05:54:02". The customer also had the question of: "are we able to determine if there was a reason that the volume shows as 5.27ml? That volumes compared to the ordered volume is the difference in rate."

Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.